Event description:
Boston scientific received information that during the latest follow up out of range pacing impedances were noted on this left ventricular lead. The polarity was changed, but impedances remained out of range and loss of capture was also noted. An x-ray revealed a lead fracture thus the configuration was programmed to right ventricular pacing only, and a left ventricular lead replacement was scheduled. Upon the revision procedure this lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
This lead was explanted and will be returned.